Event description:
Customer reports that cic central stations are rebooting. Investigation by manufacturer determined event to be software related. This issue will be resolved with a software upgrade. No adverse patient outcome reported.